Event description:
My poor daughter was hurt very badly when her malem alarm burnt her neck. Still surprised how this happened. It was brand new alarm and came with brand new batteries. All we did was put batteries in the alarm unit and placed it on my daughter and she went to sleep; 30 minutes later, she was crying in pain. The alarm burnt her. So hot, then I removed it and the batteries started leaking from the alarm. The back door for the battery case also bent from the heat.